Event description:
The customer reported a patient death occurred, however no patient data was saved prior to discharge on the info center network device.

Manufacturer narrative:
The customer reported a patient death occurred, however, no pt data was saved prior to discharge on the info center network device. This is being reported only because a philips device was in use on a patient who had expired. Preliminary investigation shows many alarms for this patient with alarm log records and other indications of acknowledgement of the alarms. There is no allegation or indication of any device malfunction. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).